Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report no audio output on (B)(6)2015. Patient was advised to test the alert functionality and reported alerts were not functional but receiver did vibrate. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and found no defects. Receiver data log was reviewed and no errors were observed related to the complaint. Device failed global receiver functional testing. Further tests showed that the speaker is defective. The customer complaint was confirmed. The root cause was determined to be an assembly error.